Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information but was declined. The unit came in for system error. Compliant confirmed with data log and power board damaged due to wear and tear on gold pads that caused error 16. Leaking product manifold due to debris under the check valve and that caused external 02 low.

Event description:
It was reported tat the patient's device was showing the system error. As a result, the patient was experiencing difficulty breathing. A replacement device was sent to the patient is doing fine. No additional information is available at this time as the patient declined further follow-up